Event description:
A (B)(6) male pt contacted zoll lifecor customer support service to report that his monitor was not powering up. He tried both batteries and had the same result. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation monitor (B)(4) has been completed. The reported problem (will not power up) was confirmed. The pt's monitor was found to have a defective transient voltage suppressor (component tva3). The defective component held the system in programming mode by pulling down the voltage on the in-system programming line. This is what prevented the monitor from powering up. The root cause of the defective component cannot be positively identified but was likely random component failure. No adverse event resulted from the defective component. The pt received a replacement monitor.